Event description:
It was reported that the alert tone triggered, and the lead exhibited oversensing, noise, and one incident of high impedances. Further investigation revealed that the patient had been using a new hoyer lift, which had been causing electromagnetic interference (emi). The patient will go back to using the old lift, and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: programmer data shows 1 - lead integrity alert on (B)(6) 2012, 16:08:06. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 16:08:06. Sensing - oversensing: 11 - ventricular nst<=210 ms between (B)(6) 2012, 13:15:06 and (B)(6) 2012, 17:40:08.